Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6, h11. One viewflex xtra ice catheter was received for evaluation. The catheter was noted to be bent and fractured 0.60¿ proximal to the distal tip. The catheter was recognized by the catheter interface module and viewmate system and the imaging screen was displayed; visual abnormalities were noted, the dot pattern appeared stretched, consistent with the fractured tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The viewflex xtra ice catheter instructions for use (IFU) states, ¿use a 10f or larger introducer sheath.¿ the cause of the observed fractured catheter tip remains unknown.

Event description:
During the af procedure, when the viewflex catheter was inserted, the image displayed noise, appearing as a black line. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient. A 9f sheath was used when a 10f should.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter was noted to be bent and fractured 0.60¿ proximal to the distal tip. The catheter was recognized by the catheter interface module and viewmate system and the imaging screen was displayed; visual abnormalities were noted, the dot pattern appeared stretched, consistent with the fractured tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the observed bent catheter tip remains unknown.

Event description:
This report is to advise of a fracture found in the catheter tip during analysis.